Event description:
It was reported by the customer that the pyxis medstation es system experienced a problem in which the medication list became greyed out, preventing the dispensing of medications during patient care. The customer tried to recover the station by rebooting it, but the issue still persists. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications list was greyed out during patient care. A technical support specialist attempted to access the server for further investigation and discovered that the server's ssl certificate had expired. After renewing the certificate, it was confirmed that all medications were successfully loaded onto the station without any errors. The system functioned as intended after the technical support specialist troubleshot the device.